Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 to the upper flanks/bra bulge using cooladvantage coolcurve+, on (B)(6) 2018 to the right mid abdomen and bilateral lover abdomen using cooladvantage coolcore, on (B)(6) 2018 to the right upper abdomen and left mid abdomen using cooladvantage coolcore, on (B)(6) 2018 to the left upper abdomen and bilateral lower abdomen using cooladvantage coolcore, on (B)(6) 2018 to the bilateral upper bra bulge/back using cooladvantage coolcurve+, on (B)(6) 2018 to the bilateral lower abdomen using cooladvantage coolcore, and on (B)(6) 2018 to the bilateral mid abdomen using cooladvantage core who developed paradoxical hyperplasia (pah/ph) to the abdomen and upper bra roll/back fat after treatment diagnosed on (B)(6) 2019. (B)(6).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2018 to the upper flanks/bra bulge using cooladvantage coolcurve+, on (B)(6) 2018 to the right mid abdomen and bilateral lover abdomen using cooladvantage coolcore, on (B)(6) 2018 to the right upper abdomen and left mid abdomen using cooladvantage coolcore, on (B)(6) 2018 to the left upper abdomen and bilateral lower abdomen using cooladvantage coolcore, on (B)(6) 2018 to the bilateral upper bra bulge/back using cooladvantage coolcurve+, on (B)(6) 2018 to the bilateral lower abdomen using cooladvantage coolcore, and on (B)(6) 2018 to the bilateral mid abdomen using cooladvantage core who developed paradoxical hyperplasia (pah/ph) to the abdomen and upper bra roll/back fat after treatment diagnosed on (B)(6) 2019. (B)(4).